Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13036. It was reported that stent damage occurred. The 85% stenosed, 12 mm target lesion was located in the left anterior descending artery. Following pre-dilation, a 20x2.50 mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. With the support of guidezilla extension catheter, the device was attempted to cross but was unsuccessful. The device was removed directly from the patient. It was then noticed that the stent strut was lifted. Another 20 x 2.50 mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Guidezilla was then used and device was attempted to cross the lesion but still failed. The device was removed however, the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 2.50 x 20mm stent delivery system was returned for analysis. The device was returned loaded over a guide wire. A visual examination of the crimped stent identified no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issues or any defect which could have contributed to the event.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-13036. It was reported that stent damage occurred. The 85% stenosed, 12mm target lesion was located in the left anterior descending artery. Following pre-dilation, a 20x2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. With the support of guidezilla extension catheter, the device was attempted to cross but was unsuccessful. The device was removed directly from the patient. It was then noticed that the stent strut was lifted. Another 20 x 2.50mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. Guidezilla was then used and device was attempted to cross the lesion but still failed. The device was removed however, the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.